Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal on the jaws were separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The scrub tech noticed the metal on the jaws were separated as they were preparing to do evh. Another kit was opened and the procedure was completed without incident. Please send a replacement kit to my home/trunk stock and I will hand deliver. Customer is (B)(6). The product will be returning.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal on the jaws were separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). The scrub tech noticed the metal on the jaws were separated as they were preparing to do evh. Another kit was opened and the procedure was completed without incident. Please send a replacement kit to my home/trunk stock and I will hand deliver. Customer is (B)(6). The product will be returning.